Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-07084 and medwatch 2210968-2013-07086. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent the concurrent procedures of a hysterectomy and mesh revision on (B)(6) 2011 due to incontinence, pelvic and vaginal pain, symptomatic posterior compartment defect. It was reported that following insertion the patient experienced infection, bowel problems, recurrence and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic pain, umbilical hernia and rectocele. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.